Event description:
Shock due to decreased blood pressure [shock]. Case description: spontaneous report was received on (B)(4) 2012, from a physician regarding a female pt, initials unk. On an unspecified date, the pt has cesarean section with uterine transverse incision. Seprafilm (cs-pc 1 pack) was used at incision of uterine. The pt fell into shock status due to blood pressure decrease when the abdominal incision was closed. The pt was transferred to another hospital immediately and hospitalized for treatment. The action taken with seprafilm treatment was no provided. The pt recovered from the event of shock due to blood pressure decreased two days after the operation, and was discharged from the hospital. Concomitant medications were not provided. The intensity for the event of shock due to blood pressure decreased was not provided. The relationships between seprafilm and the event of shock due to blood pressure decreased was not provided by the reporter.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report.